Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that after calibration and upon the monitor going from standby mode to operate mode, the screen displayed standby mode to operate mode, the screen displayed white colors. The user reported that restarted the monitor resolved the failure. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.